Manufacturer narrative:
During the analysis of the lead, it was noted that the insulation was damaged by fraying. This damage can with high probability be regarded as the cause for the clinical complaint. The observed damage manifestation requires strong stress to the lead over a longer period of time. The position and characteristics of the damage lead to the assumption of significant mechanical stress on the lead. X-ray images or diagnostic images of any other kind that could provide information on the spatial relationships of the implanted system in the body were not available for analysis. There were no indications of material defects or manufacturing errors.

Event description:
Ous MDR - after an implantation time of about 26 months, oversensing was reported. The lead was explanted and returned to biotronik for analysis. No deterioration of the patient's state of health was reported.